Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-07038. It was reported that the patient presented in clinic. Upon interrogation, it was noted that both the atrial and right ventricular lead exhibited loss of capture and loss of sensing. Additionally, the right ventricular lead had high pacing impedance. A chest x-ray revealed that both of the leads were pulled back and it was believed that the patient was a twiddler. The leads were repositioned on (B)(6) 2021. There were no patient consequences.